Event description:
It was reported by the customer that a pyxis medstation es system encountered a communication problem with epic/adt, leading to an error on hsv. This incident caused a delay of more than three hours in patient care; however, it was confirmed that no patient harm occurred. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a communication issue due to the epic interface being down. The technical support specialist checked on the server and found that the epic interface was down. Following this, the interface engineer conducted an analysis of the server, identified no problems, and confirmed that the issue had been rectified. The system functioned as intended after the technical support specialist troubleshooted the device.